Event description:
It was reported the patient was revised to to the bumper locking pin fracture/sheered off. The patient was revised successfully.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, g3, g6, h1, h2, h3, h4, h6, h11. Visual examination of the returned product identified signs of implantation in the form of nicks and gouges, as well as the post feature being fractured from the rest of the implant. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The was submitted for further analysis. Analysis determined the base of the locking pin and the bumper fragment both show possible evidence of stress whitening and slight plastic deformation at the fracture surface. The superior side of the bumper show possible evidence of impingement damage, possible from the femoral implant during hyperextension. The tabs on the inferior side of the bumper both appear to be completely worn away, and both sides of the bumper show extensive abrasions, wear, and/or pitting. The failure of the bumper locking pin was due to the high bending or shear forces on the pin after insertion, possibly exacerbated by the impingement from the femoral implant. The tab may have separated from the locking pin some time before explantation, resulting in the extensive wear or abrasions covering both sides of the bumper. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The event is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.